Event description:
Boston scientific received information that high shock impedance measurements were observed during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d). Prior to that, the physician reported difficulty inserting the right ventricular (rv) lead. The physician tried to reconnect the old device, which was replaced for normal elective replacement indicator (eri), to check the integrity of the leads and good measurements were noted. A commanded shock was also performed and shock impedances were at 88 ohms. After a lot of different manipulations, the physician decided to replace the device with another crt-d and this time, shock impedances were at 154 ohms and stable. A commanded shock was performed and impedances were at 80 ohms. The physician also noted less difficulty inserting the lead. The explanted device will be returned. The new device was successfully implanted and remains in service together with the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.